Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (falloff test failure) has been confirmed. Upon investigation the electrode belt ECG "c&d" and the rear te pulse wires were pulled from strain relief, damaging wires in the cable. The root cause for damaged wires was physical abuse. There is no indication that the device malfunction caused or contributed to the patient's passing.

Event description:
The electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing.